Event description:
Got lasik. I now have large, distracting halos around bright light sources - hi contrast. Especially noticeable at night. I also have a large number of "floaters" in my eyes. I believe these are free, coagulated blood cells, but not sure. They are especially noticeable when looking at a evenly lit, uniform surface, such as a clear blue sky or a white wall. I would estimate about 10 distinct floaters in each eye. I also suffer from very dry eyes - I tend to use eye drops before I go to bed and when I wake up. I can barely keep my eyes open when I first wake-up, they are that dry. I use an over the counter eye lubricant prod. I am a photographer, so some of these uncomfortable adverse effects are very noticeable to me, and I sometimes feel like they are driving me crazy.